Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that the user guide supplied with her onetouch ultramini meter was not comprehensible. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began at an unspecified time on (B)(6) 2015. The patient claimed she was unable to figure out how to set up the meter using the guide. The patient stated that she manages her diabetes with medication (unknown type and dose). It is not known what action, if any, the patient took in regards to her usual diabetes management routine when she was unable to obtain a blood glucose result due to the alleged issue. However, the patient reported developing symptom of feeling "sweaty" an unknown time after the alleged issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the literature was in the correct language. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged product issue began.